Event description:
The hosp reported that during the saphenous vein harvesting procedure and just before harvesting the vein, the anesthesiologist noticed the pt's exhaling co2 level was elevated. The pt started to hyperventilate. The co2 gas was turned off and the pt's co2 level went down to normal. The pt was hemodynamically stable but the surgeon chose to complete the procedure with bridging technique. The surgeon stated that since no vein had been dissected, the co2 level was elevated due to absorption through the pt's system. No additional pt complications were reported. The pt is reported to be doing fine.